Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of the transmission revealed automatic mode switch (ams), it was discovered that the patient's right atrial (ra) lead exhibited loss of capture, oversensing, noise and automatic mode switch (ams) episodes. Capture was present during device check in the clinic. Programming changes were performed to address the issue. Patient was in stable condition.